Event description:
It was reported that the patient presented in clinic with infection. There is no known allegation from a health professional that suggests the infection was related to the pacemaker system. The whole system including the right ventricular (rv) lead was explanted and replaced. Patient condition unknown.